Event description:
It was reported that the patient's left knee was revised due to poly wear. Surgeon reported that the patient was active with crossfit. Insert was revised to a 4x14 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: it was reported that the patient's left knee was revised due to poly wear. Surgeon reported that the patient was active with crossfit. Insert was revised to a 4x14 cs insert. Rep confirmed that no further information will be released by the hospital or surgeon. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of the device, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.